Event description:
On 2/8/95 at 0522: telephone answering service reported call from pt's significant other advising of tpn leak from catheter. Telephone conversation with significant other identified possible leak from seam of device. Tpn transferred to opposite port of hickman cvc after tightening connections failed to correct leak. Breakage prominent when port flushed with normal saline. Problem corrected when new device applied.